Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump¿s time and date was incorrect and was set for (B)(6) 2007 4:30 pm. The patient was unsure when the time reset had occurred but a battery change had been performed several days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: review of the black box data revealed time and date reset to default with power on reset on (B)(6) 2013 at 1:35 am. A timekeeping accuracy test was performed and revealed the pump kept the time accurately. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.